Manufacturer narrative:
The customer returned the referenced electrode loop (lot 1000081151) for evaluation due to "loop broke while in use". The user's complaint of the loop breaking, has been confirmed. The device was not returned in the original package. A visual inspection on the received condition was performed and noted the loop was broken, and split. The broken and split loop at the distal end side is missing a portion, which was not returned for evaluation. Approximately 40 percent of the electrode loop missing. The yellow insulation leading up to the loop has thermal damage (melted), and missing pieces as well. Additional findings include, thermal damage, charring at the proximal end. The device could not be functionally tested, due to the condition of the electrode loop. Additional information has been requested from the user facility for the reported event. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer care representative was informed by the user facility that the customer single use high frequency resection electrode, loop failed during use. The ¿loop broke while in use. No pieces were left in the patient.¿ no death or serious injury was reported to olympus. The electrode will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the electrode loop that broke during use. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to mishandling or due to wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn, or melt. Olympus will continue to monitor field performance for this device.